Event description:
Additional information received indicates that the patient is stable post-operatively.

Event description:
It was reported that the patient was experiencing weakness in their leg and a hematoma at the lead site was observed. As a result, the patient underwent surgical intervention during which the system was explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.